Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
After removing t2gtn, the end cap could be removed by the usual procedure, but the surgeon could not pull the nail out with soft tissue or callus, and tried to remove it with the conical extractor (18066171), but the inserted angle seemed bad, and the tip was damaged. In this case, it was replaced with t2alphagt at the pseudo joint after t2gtn. After removing the nail, reaming was done up to 15 mm and insert a 14 mm diameter nail. However, the surgeon attempted to remove it in the middle because the nail could not be inserted. The surgeon tried to attach the universal rod and remove the nail, but the nail did not come out at all, and when the surgeon was operating it with a hammer several times, the surgeon broke the thread part of the universal rod. The surgeon couldn't pull out the nail, so he could expand the inside of the medullary canal with k-wire, and managed to pull out the nail using the universal rod at the hospital. The, he was able to ream up to 16 mm again and insert a nail. When the strike plate was attached to the tip of the universal rod, the tip of the universal rod was damaged and left inside the strike plate.